Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing a seizure after treating for presumed hypoglycemia based on a dexcom cgm "urgent low" alert. According to the patient, he consumed juice while running errands and also ate food from mcdonald's in an attempt to raise his glucose levels. The patient subsequently stated that he was actually experiencing hyperglycemia while the cgm was displaying "urgent low." A bg value of "high" was reported, and an additional bg value of 300 mg/dl was also provided; however, it is unknown whether the reported bg value of 300 mg/dl corresponded to the "high" reading or represented a separate glucose measurement. The patient reported that the seizure occurred as a result of overcompensating for the low cgm readings. It was reported that the patient was hospitalized for more than 24 hours and received insulin both intravenously and by injection. No additional glucose values, symptoms, treatments, medical evaluations, or hospitalization details were provided. The patient refused to provide further information regarding the event and was uncooperative with attempts to obtain additional details. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling "fine." No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.